Event description:
It was reported by the customer that a pyxis medstation es system tower 1 door 3 frequently failed during use. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by tower door failure. A field service engineer disconnecting the harnesses, cleaning the micro switch terminals, tightening the harness connectors, and reassembling the latch column to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.